Event description:
Boston scientific crm received information this lead exhibited a lead safety switch. Readings were found to fluctuate from 700 ohms to greater than 2500 ohms impedance measurements. At this time the lead remains in service. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced.